Manufacturer narrative:
The investigation determined that discordant positive and negative vitros hbsag results were obtained from five different proficiency sample fluids while using the vitros 5600 integrated system. The investigation could not determine a definitive root cause. However, a long term stability of the proficiency samples cannot be ruled out as a contributing factor. There is no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained discordant positive and negative vitros hbsag results from five different proficiency sample fluids while using the vitros 5600 integrated system. The following results were obtained: (B)(6); biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There are no reports that patient sample results were affected. There was no report of patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).